Manufacturer narrative:
The boston scientific field representative obtained additional information about this case. The physician did not believe the procedure caused the patient's death. The reported cause of death was the drop in oxygen saturation; the cause of this was not confirmed, but the physician did not believe a pneumothorax had occurred and did not feel there was a problem with the leads. The physician did not provide the patient's medical history. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads were implanted, with acceptable measurements observed. However, when suturing the ra lead, the patient's oxygen saturation dropped from 95% to 80%. The physician attempted to insert a tube into the patient's lungs, without success. No respiratory sounds could be heard. The patient was asystolic and cardiopulmonary resuscitation (CPR) was performed for 15 minutes. The patient was not responsive and the life-saving efforts were halted. The leads were removed from the patient but were not to be returned. There were no allegations against the function of the leads.